Event description:
The user facility operator reported an angio-seal device failure. The tamping tube failed to release from the sheath when backward pressure was applied. The operator managed to manually extract the tamping tube but was uncertain about the adequacy of the hemostasis. Details on the devices utilized were not provided. The patient had an 8fr right common femoral access with less than 250cc's of blood loss. The event occurred intra-operative. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention.

Manufacturer narrative:
D4: lot #: requested, unknown d4: expiration date, UDI: unknown, as the involved product lot # was unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the user did not fully withdraw the device to sufficiently deploy the tamper tube, although this was unable to be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).